Event description:
It was reported there was rapid battery depletion on the implantable cardioverter defibrillator (ICD). It was further reported there were high left ventricular lead pacing thresholds. Additional information received noted the patient has a cardiac anomaly and repair that prevents transvenous leads from being implanted. The lead remains in use. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4968-35 implantable pacing lead implanted: 2011 (B)(6); 4968-25 implantable pacing lead implanted 2011 (B)(6); 4 968-35 implantable pacing lead implanted 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.